Event description:
It was reported a wound dehiscence occurred 3 to 4 days following a vasectomy. The physician believes the wound dehiscence is associated to a superficial and deep tissue reaction with the suture.